Event description:
Implant fracture.

Manufacturer narrative:
A small fracture of the implant was received for evaluation. The material evaluation revealed that the product was in accordance with the specifications. A medical evaluation revealed that the prothetic restauration was disadvantageous and therefore, inappropriate biomechanical stress was put on the implant. This resulted in the fracture of the implant caused by the patient condition (bruxism and excessive load).